Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic area') in an adult female patient who had essure (batch no. 664442) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any essure confirmation test". The patient's medical history included gastric bypass in 2006, normal delivery (live child) in 1995, adenomyosis, leiomyoma and endometrial ablation. Concomitant products included gabapentin, meloxicam and oxycodone for arthritis. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe dysmenorrhea"), abdominal pain lower ("severe stomach cramps/lower right side"), menorrhagia ("severe clotting"), back pain ("back pain"), abdominal pain upper ("stomach pain") and arthritis ("arthritis"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, back pain, abdominal pain upper and arthritis outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain lower, abdominal pain upper, arthritis, back pain, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. The reporter commented: trailing essure coils: left:- 7, right :-5. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-dec-2019: pfs and mr received: lot number added. Events: dysmenorrhea, pelvic area pain, back pain, stomach pain, device monitoring procedure not performed were added. Concomitant drugs, reporters, patient demographics were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.